Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior spinal fusion. Revision - t5 screw removed. Pt had a progressing hyper kyphosis after previous corrections surgery, using an unbalanced technique. Screw had loosened, small incision made in lumbar to cut rod, second incision to remove t5 screw and retrieved rod. Primary date not supplied, revision date (B)(6) 2017. This is the patients first revsion. No delay in surgery, no adverse event to patient. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.